Event description:
It was reported that the customer had an alarm during bolus. The customer changed the set. The customer was disconnected and run a fixed prime. Troubleshooting was performed. The customer had a bent cannula. During the call the contact stated that the customer was hospitalized for high bgs. Bgs were treated with a manual injection.